Event description:
It was reported that the arctic sun device was failed to calibrate for an error 5(water reservoir empty). They were sent the biomed for an assessment quote with the loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The reported issue was confirmed as an error 05 was noted and the unit also boots up to ip -0.7. Replaced pressure transducer. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.